Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during a lab, the system would not turn on. When the medtronic representative opened the system, she said that the bracket holding the isolation transformer and the computer were broken and that cables had been disconnected from the computer. She connected the cables and the system worked fine, however, the brackets that hold those components were still broken. There was no patient present when this issue was identified.